Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: ps/pf/58501) on 29-apr-2020. The most recent information was received on 27-may-2020. This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('explantation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 2 years after insertion of essure. On an unknown date, the patient experienced adverse reaction ("symptoms associated with the insertion of the devices"). The patient was treated with surgery. Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal and adverse reaction outcome was unknown. The reporter provided no causality assessment for adverse reaction and medical device removal with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2020: insertion date added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4). On (B)(6) 2020. The most recent information was received on 27-may-2020. This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('explantation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced adverse reaction ("symptoms associated with the insertion of the devices"). The patient was treated with surgery. Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal and adverse reaction outcome was unknown. The reporter provided no causality assessment for adverse reaction and medical device removal with essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 29-apr-2020. The most recent information was received on 05-apr-2021. This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('explantation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 2 years after insertion of essure. On an unknown date, the patient experienced adverse reaction ("symptoms associated with the insertion of the devices"). The patient was treated with surgery. Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal and adverse reaction outcome was unknown. The reporter provided no causality assessment for adverse reaction and medical device removal with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-apr-2021: no new information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 29-apr-2020. This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('explantation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced adverse event ("symptoms associated with the insertion of the devices"). The patient was treated with surgery. Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter provided no causality assessment for adverse event and medical device removal with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.